Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had an issue with no flow. The nurse stated that while using baxter primary tubing, the sigma pump alarmed "downstream occlusion." The nurse stated there was a lot of pressure in the tubing that the "squishy piece" in the port was popping out. The nurse continued to say that "when they screw on a syringe, it pops back into place and, without flushing or doing anything other than screwing the syringe on, the pump starts to work again. Once this happens, it seems to keep beeping "downstream occlusion" every few minutes." The nurse primed the line and once the line is put in the pump it starts running; then the rubber part in each of the ports starts to protrude outwards. This occurred with a 22 gauge IV catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.